Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became "frozen black" after the customer was attempting to deliver a quick bolus and the customer was unable to clear the it. During troubleshooting with tandem technical support, the frozen black screen was able to be cleared. Customer had elevated blood glucose levels (350 mg/dl). Contact delivered a bolus via the pump to stabilize blood glucose levels.